Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The xience pro is currently not commercially available in the us.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The broken shaft was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for broken or separated shafts from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that during preparation of the 3.5 x 23 mm xience pro while attempting to connect the stent delivery system to the hemostatic valve, the shaft was noted to be broken. There was no patient involvement. Another non-specified stent was used to successfully complete the procedure. There was no clinically significant delay reported. There was no additional information provided.